Manufacturer narrative:
The explanted lead extension sc-3138-25 (s/n: (B)(4)) passed visual, photographic imaging, electrial and mechanical tests performed. The lead was examined with the scanning electron microscope (sem), and was found to be in normal condition with no other anomalies found. The explanted lead sc-2138-50 (s/n: (B)(4)) was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing "nerve pain" at the lead site while the stimulator was on. A bsn sales representative attempted to reprogram the patient, however was unsuccessful. The physician assessed the patient and administered a facet joint injection which did not help with the pain. Upon follow up, the physician chose to explant the patient's lead extension and re-implant with a new lead extension. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a pt was experiencing "nerve pain" at the lead site while the stimulator was on. A bsn sales representative attempted to reprogram the pt, however was unsuccessful. The physician assessed the pt and administered a facet joint injection which did not help with the pain. Upon follow up, the physician chose to explant the patient's lead extension and re-implant with a new lead extension. The pt is reportedly doing well following the procedure.